Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and indication for initial surgical procedure? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Diagnostic confirmation of vaginal mesh extrusion? Date and findings of excision surgery? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status? Other relevant patient history/concomitant medications? Product code and lot number?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Post implant, the patient experienced extrusion into vagina and required the excision surgery with general anesthetic. Additional information has been requested.